Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Interrogation revealed that the right ventricular (rv) lead exhibited high out-of-range shock impedances. No adverse patient effects were reported.